Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was received in reset mode. Analysis performed did not identify any anomaly contributing to power on reset (por) anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.